Event description:
Healthcare professional reported replaced to silicone and increase in size against non-abbvie devices. Devices have been explanted and replaced with abbvie devices. (Abbvie ref (B)(4).) This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).